Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 48 mg/dl; cause was unknown. Reportedly, the customer is insulin sensitive. Food was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.